Event description:
Reporter alleged obtaining the results of 352 mg/dl and 65 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Caller states the coaguchek xs meter is hot and smells like "electrical burning." Caller also reported hearing a "pop," and that the display looks like it had shattered internally. No adverse event reported. Requested return of suspect device and replacement was sent.